Manufacturer narrative:
The customer's complaint of a channel disconnect event was confirmed. Log analysis showed that during the course of an infusion that started on (B)(4) 2014 at 1:39 am and ended on (B)(4) 2014 at 8:20 pm, ten channel disconnect events occurred. Channel disconnect events were replicated during testing. After placing the returned units on the right side of the pcu and shaking the device during an infusion, a channel disconnect alarm activated. The iui connectors on the pcu pump module were inspected and evidence of debris, film contamination and corrosion were observed, the results of testing and inspection suggest the root cause of the customer's reported issue to be related to contamination on the iui connectors.

Event description:
Customer reported that the infusion device in the ICU running multiple vasoactive medications concurrently has a "channel disconnected" notice despite all the channels being securely connected. They state that " immediate interventions were required". Although requested, no add'l info was provided. MFR's report date: (B)(4) 2014. (B)(4).